Event description:
The distributor reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s) on (B)(6) 2023 was ¿right now, I do believe this to be a 1 off¿ last week on tuesday the bovie out of a total joint pack would turn on when no one was pressing it. Kinda had a mind of its own.¿ further assessment was sent and the response was "no information available". It is unknown if this event occurred in surgery or was during pre-operative testing. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s) on (B)(6) 2023 was ¿right now, I do believe this to be a 1 of. Last week on tuesday the bovie out of a total joint pack would turn on when no one was pressing it. Kinda had a mind of its own.¿ further assessment was sent and the response was "no information available". It is unknown if this event occurred in surgery or was during pre-operative testing. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.